Event description:
The sphincterotome was placed up into the bile duct and confirmed the fluoro and extension of sphincterotomy was undertaken but a great deal of char occurred. At that point, it was discovered that the sphincterotome would not bow, it had lost its bow, and was removed. Upon inspection of the papillotome, it was confirmed that the tip had melted somewhat and the wire had broken. The physician did not think the pt suffered significant complications from this. However, there was some excessive charring and mild bleeding during the sphincterotomy which made the sphincterotomy not as technically successful as hoped. The pt was closely followed and no further complications developed.